Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported a motor stall and delivery failure that resulted in withdrawal. The patient was hospitalized on (B)(6) 2016.

Event description:
Information was received from a consumer and a healthcare provider regarding a patient receiving bupivacaine (2.0 mg/ml) at 2.4737 mg/day with 0.1889 mg/bolus and morphine (8.0 mg/ml) at 9.8947 mg/day with 0.7557 mg/bolus via an implantable pump for non-malignant pain and other non-malignant pain. The patient reported the personal therapy manager (ptm) code 8476 on (B)(6) 2016, which indicates that a motor stall occurred. A pump alarm was not heard. The patient denied encountering an MRI (magnetic resonance imaging) or any strong magnets. The patient's baseline pain had returned; she thought she was having a flare up of abdomen baseline pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.